Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced air in the filter. The following information was provided by the initial reporter: my team has brought to my attention that tpn filters we are using are extremely difficult to assure there is no air in the filter, as they note that the air will move out of the filters and to the tubing leading to potential air to the patients.

Event description:
It was reported that the bd alaris smartsite extension set experienced air in the filter. The following information was provided by the initial reporter: my team has brought to my attention that tpn filters we are using are extremely difficult to assure there is no air in the filter, as they note that the air will move out of the filters and to the tubing leading to potential air to the patients.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there is air in the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.